Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air and fluid in set/line) occurred on the homechoice device during peritoneal dialysis. There was patient involvement at the time of the alarm. The technical service representative assisted to patient's relative to cycle the power on the homechoice to clear the alarm. Call center assisted to patient's relative to end the patient's therapy. All disposables were discarded. The technical service representative advised the patient's relative to start over the therapy with new supplies. The technical service representative has given information to patient's relative about the possible reasons of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.